Event description:
It was reported during a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. Left atrium access was achieved with the faradrive steerable sheath clear and versacross connect. Once the versacross connect dilator was removed, blood was observed coming back through the flush port when the port was closed. No issue was noted with the versacross connect dilator. No air was observed. A pressure bag irrigation method was used with a flow rate of 2ml/hr. The sheath was pulled back and 20 ml was aspirated and then flushed, the blood start coming back after some time. The blood leak was with constant flow, 10 - 20 ml of blood was lost due to this issue. The faradrive steerable sheath clear was replaced with another faradrive steerable sheath clear and the procedure was completed successfully. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported during a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. Left atrium access was achieved with the faradrive steerable sheath clear and versacross connect. Once the versacross connect dilator was removed, blood was observed coming back through the flush port when the port was closed. No issue was noted with the versacross connect dilator. No air was observed. A pressure bag irrigation method was used with a flow rate of 2ml/hr. The sheath was pulled back and 20 ml was aspirated and then flushed, the blood start coming back after some time. The blood leak was with constant flow, 10 - 20 ml of blood was lost due to this issue. The faradrive steerable sheath clear was replaced with another faradrive steerable sheath clear and the procedure was completed successfully. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.